Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change but remained black and white. The operator attempted to depress for release, but the block failed. Finally, manual compression was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a blocker was used to block the puncture point for hemostasis. There was no difficulty connecting the 8f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed back indicator. The exoseal vcd and 8f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 8f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient underwent a transfemoral artery treatment for intracranial stenosis interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change but remained black and white. The operator attempted to depress for release, but the block failed. Finally, manual compression was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a blocker was used to block the puncture point for hemostasis. There was no difficulty connecting the 8f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed back indicator. The exoseal vcd and 8f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 8f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient underwent a transfemoral artery treatment for intracranial stenosis interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed since the unit was clogged with blood residues. Attempts to clean the device with hydrogen peroxide on an ultrasonic bath were made, however were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Microscopical analysis was not necessary since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Due the kinked/bent condition found, a dimensional analysis to verify the delivery shaft outer diameter (od)/inner diameter (ID) was performed and the results were within specification. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.